Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter remote would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on november the same day she contacted lfs for assistance at approximately 6:30am. The patient claimed just prior to attempting to check her blood glucose with the subject meter she was experiencing symptoms of "fatigue, thirst and frequent urination." The patient stated she continued with her usual diabetes management routine and denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the correct test strips were being used, the subject meter's battery was already replaced based on the meter's use and specification but the alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips involved with this complaint were returned to lifescan (lfs) on (B)(4) 2011, although product analysis has not yet begun. Once the evaluation is complete lfs will inform FDA of product(s) that do not pass inspection in a supplemental report. Rhe 510(k) # is k082590.